Event description:
It was reported that this left ventricular (lv) lead was fractured and exhibited high impedance and high pacing threshold. Subsequently, this lead was explanted. No additional adverse patient effects were reported. Additional information received indicating that this lv lead impedance was greater than 3000 ohms. There was no physiologic noise with oversensing, no recorded pauses, and no dislodgement was noted.

Event description:
It was reported that this left ventricular (lv) lead was fractured and exhibited high impedance and high pacing threshold. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty observation based on the direct observation of fractured lead conductors 533mm from terminal end which is consistent with clavicle/first rib crush. The outer insulations in a few places are bent and out of round while the inner insulations are abraded or torn. Furthermore, fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this left ventricular (lv) lead was fractured and exhibited high impedance and high pacing threshold. Subsequently, this lead was explanted. No additional adverse patient effects were reported. Additional information received indicating that this lv lead impedance was greater than 3000 ohms. There was no physiologic noise with oversensing, no recorded pauses, and no dislodgement was noted.